Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise which lead to inappropriate automatic mode switch (ams). The patient was asymptomatic. No intervention was performed and physician will monitor patient. The patient was in stable condition.